Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate and unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient had difficulty in attaching the needle npe to the pen, and the drug solution did not come out from that pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-jun-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A functionality test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate and unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: the patient had difficulty in attaching the needle npe to the pen, and the drug solution did not come out from that pen needle.